Event description:
Pt presents for routine pacemaker evaluation on 11/13/1998 with ventricular oversensing. Underlying rhythm complete heart block: lead resistance normal bipolar and unipolar. Capture threshold rose to 3.0v at 0.3 ms. Oversensing could only be terminated by programming to asynchronous pacing. Prior to this capture and sensing thresholds ranged within normal limits at 2-2.50 0.3 ms; sensing 7 mv or greater, lead assistance had been stable. Last pacer check prior to this was 5/12/1998. Lead capped and replaced on 11/16/1998.